Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient using an ilet system experienced hyperglycemia after a meal during pump startup, with blood glucose trending upward for about two hours and reaching a reported peak of 368 mg/dl before decreasing; the caregiver was educated that the algorithm would adjust over the startup period and planned to seek additional support from the healthcare provider and trainer. Symptoms included elevated blood glucose without dizziness, loss of consciousness, or other acute complications. Outcomes included no hospitalization, no medical intervention, no ketone testing, and no use of backup therapy. Investigation included troubleshooting and education regarding early-use algorithm adaptation and management of postprandial hyperglycemia. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with no device alarms for sustained severe hyperglycemia and no evidence of device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.